Event description:
It was reported that during a robotic right radical nephrectomy, upon firing, the white reload fell out of the jaws and the vena cava was injured causing bleeding. The cartridge was retrieved through the trocar. No transfusion or blood products were reported as being used. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.